Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for analysis. The reported difficulty removing the protective sheath could not be tested/confirmed due the sheath not being returned. The reported difficulty to insert was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath; however the reported difficulty to insert appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported for difficulty to remove protective sheath or difficulty to insert guide wire. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that resistance was felt during removal of the protective sheath from the 3.0 x 15 mm nc trek balloon. The balloon catheter could not be inserted onto the guide wire. A new 3.0 x 15 mm nc trek was used successfully for the procedure. There was no clinically significant delay in the procedure reported. No additional information was provided.